Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: necrotic debris and fibrosis on arthrotomy with histology samples taken, no results provided, femoral loosening, tibial and patella bone loss, tibial tubercle osteotomy (tto) fashioned / secured with 4 charnley wires. The device history records were reviewed for deviations and/or anomalies with one related anomaly identified. For the reported infection, the issue was determined to be unrelated to the implanted zimmer biomet devices. The complaint is confirmed via medical records. H6: component code: proposed component (annex g) code is: - mechanical (g04) ¿ stem. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient was revised approximately eight and half month's post implantation due to loosening with bone erosion and necrosis. A patient underwent right total knee arthroplasty with unknown implants on an unknown date and was subsequently revised with a stage I unknown cement spacer on an unknown date due to mssa infection. A stage ii implantation with a rotating hinge construct was performed during which, there was no evidence of persistent infection. All existing hardware and spacers were removed. An rhk was placed without complications. The patient did well until presenting with possible reinfection and evidence of femorotibial implant malrotation, patellar erosion, and bone necrosis. The patient was taken to the operating room approximately eight and a half months later; however, the surgeon decided to abort the procedure and have the patient return when culture results were available. Three days later, the patient returned to surgery for a full revision. During the revision the femoral component was clearly loose at the cement-bone interface. Extensive bone loss and defects were noted in the femoral, tibial, and patellar regions. A tibial tubercle osteotomy was performed to remove the tibial components and was secure with wires. Upon revision of tibial and femoral components with implantation of a patellar component, good tracking and stability was achieved. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). G2- australia. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-01725, 0001822565-2023-01726, 0001822565-2023-01727, 0001822565-2023-01728, 0001822565-2023-01729, 0001822565-2023-01730, 0001822565-2023-01731. D10-medical product: size 4 precoat cemented tibial component item# 00588000400; lot# 65245252. Articular surface with segmental hinge post size f 12 mm height: item# 00585006012; lot# 65154720. Right size f cemented option femoral component: item# 00588001602; lot# 64572044. Distal femoral augment block precoat: item# 00599003610; lot# 64093693. Long 13mm diameter 155mm length offset stem extension: item# 00598802113; lot# 64029639. Distal femoral augment block: item# 00599003620; lot# 63430889. Prc agmt block post sz f 5mm: item# 00599003601; lot# 64100145. Unknown palacos bone cement. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.